Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's sibling and manufacturer representative (rep). The patient's sibling are very concerned for the wellbeing of pt in regards to the issues previously reported; right side experiencing pain, loss of mobility, can't hold things, etc. They spoke with many doctors about the possibility of explanting the implantable neurostimulator (ins), and none will go forward because they think the implant is 'leeching' on to pt; however, the doctors ran no tests, and pt thinks their body is instead rejecting ins because pain radiates from that area. Pt is not feeling well and went to 4 different doctors within their insurance network. Caller was very concerned that pt may die from this, and was unsure what else could be done. Caller wanted to speak with legal department, but patient services (pss) informed them that team was meant to speak with attorneys. Rep reported that they attempted to provide education, but pt became escalated and provided conflicting stories. Pt eventually hung up on rep. Rep stated only a healthcare provider can assist.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Pt had not used therapy and had not charged for 2-3 years as they went through some personal life changes. Ins had been dead for 2-3 years. Pt had no access to their external equipment. Pt reported pain and said they did not know where it was from. The pain was bad and had been getting worse. Pt did not know if the pain was because the ins was not working or because ins had been in there for too long. The pain became worse than usual on monday. Pt then said they dealt with pain for over 20 some years as pt had a bad accident and they already knew there will be fusion because they moved the parts in the back anyways. It was getting where there was shifting and moving and pt should not be feeling like someone was trying to break their back as pt was walking along. Additional information was received from the patient. They reported that they called 20 physicians per the physician listing but no one wanted to remove the pt's device. Caller stated the pt had a lot of pain and their neurologist noted they couldn't help the pt.